Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that at the time of glaucoma stent implantation, there was a clot surrounding the stent. The patient was seen two days later and it was noted that the clot had shrunk and partially pulled the stent out. Additional information has been requested.

Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that the presence of the blood clot reported is most likely associated with intraoperative reflux bleeding, which is an established risk associated with use of the stent system. As evaluation of stent positioning is done visually using reference to landmarks in the eye, it is possible that a reduction in clot size would make the stent appear to be anteriorly positioned. It is also possible that stent movement may be associated with the presence of an oversized cyclodialysis cleft created during stent implantation (this complication is often associated wit intraoperative bleeding); device fixation may be less stable in the presence of such cleft. The risks of intraoperative bleeding and stent movement are clearly specified in the stent product labeling. The manufacturer internal reference number is: (B)(4).